Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "leaking" was confirmed. Visual examination of the sample confirmed the leak was caused by a broken tubing at the junction of the luer body. No other cause of leak was found on the sample. The root cause associated with this event is due to excessive force applied during filling at the customer site. This is a single use device and will not be repaired. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
It was reported to baxter (B)(4) that one (1) ce infusor lv10 device was observed leaking before use. According to the report, the device was filled with flucloxacillin (8000mg) and the "connective port came out". There is no patient involvement; therefore, no report of patient injury or medical intervention. No additional information is available.